Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarms noted. During visual inspection insulin pump had a cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked near display window corners.

Event description:
The customer reported a button error alarm. The blood glucose reading was 291 mg/dl. Prior to the event, the customer stated he feel asleep on top of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.